Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled "long-term porous-coated cup survivorship using spikes, screws, and press-fitting for initial fixation." Literature article entitled, ¿long-term porous-coated cup survivorship using spikes, screws, and press-fitting for initial fixation¿ by charles a. Engh, md, et al, published by the journal of arthroplasty (2006), vol. 19, no. 7, suppl. 2, pp. 54-60 was reviewed for MDR reportability. This study examined the long-term outcome of a single institution¿s experience with 4,289 primary total hip arthroplasties using hemispheric porous coated cups. Initial fixation was achieved with spikes (255 aml trispike cups) or by press-fitting the component (391 acs triloc, 2,537 duraloc, and 596 pinnacle cups). There were other competitor products were used within this study. The cups had corresponding polyethylene liners from the same manufacturer. The study population included all thas performed with uncemented, porous-coated acetabular components between october of 1982 and march of 2003. Primary thas performed with structural bone grafting of the pelvis were excluded. Duraloc and pinnacle cups where initial press-fit fixation was supplemented with spikes or screws were also excluded. For each revised acetabular component, the authors established a primary reason for the revision based on a retrospective review of preoperative and intraoperative findings. These reasons included recurrent dislocation, polyethylene-related complications, aseptic loosening, infection, and acetabular component exchange with stem revision. Within the polyethylene-related complications category, revisions were subdivided into those attributed to rim fracture, osteolysis, and polyethylene wear. Overall, 203 (4.7%) acetabular components have been revised. However, 139 of these 203 component revisions were limited to polyethylene liner exchanges. In the remaining 64 cases, the entire cup was revised. The following are the revisions for depuy components: recurrent dislocation: 3 trispike, 6 acs, 35 duraloc, 1 pinnacle. Polyethylene rim fracture: 39 acs. Polyethylene wear: 13 trispike, 6 acs, 7 duraloc, 0 pinnacle. Osteolysis: 9 trispike, 0 acs, 7 duraloc, 0 pinnacle. Aseptic loosening: 11 trspike, 0 acs, 0 duraloc, 1 pinnacle. Infection: 1 trispike (cup and liner), 1 acs (cup and liner), 5 duraloc (cup and liner), 0 pinnacle. Acetabular exchange with stem revision (stem unknown): 3 trispike (liner only), 1 acs (liner only), 2 duraloc (liner only), 0 pinnacle. In total, 40 trispike, 53 acs, 54 duraloc, 2 pinnacle revisions were performed. In some cases, only the liner was revised, in others the cup and liner were revised. The stem and head are of unknown manufacturer. There were screws used to secure the trispike acetabular cup. Among all fixation methods, only 18 revisions for aseptic loosening have been performed to date. These included 15 first revisions (table 1) and 3 hips in which a liner exchange was followed by a complete cup revision for loosening. These included 4 spiked cups consisting of 2 liner exchanges followed by cup revisions for recurrent dislocation, 1 liner exchange for osteolysis followed by a cup revision for loosening, and 1 liner exchange for wear followed by a cup revision for loosening. The authors do not identify specific patient information, nor do they identify those who needed a second revision. All the revisions are listed together in table 2 on page 57.